Event description:
It was reported to philips that the system generated an alert indicating "remote alert: rmt - pos: motor assembly error - drive state", which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the issue happened before starting the procedure, but the user completed it after a restart during the event. The philips remote service engineer (rse) examined the system remotely and confirmed the reported problem. The rse found the amc triple servo drive defective and disabled servo power for the stand power tap due to a safety-related error. The philips field service engineer (fse) visited the site and fse replaced the amc drive. After replacing the amc drive, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed on the same system by restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.